Event description:
It was reported that the catheter was trimmed and connected and then was flushed. Liquid leaked from the transparent portion of the catheter at the connector. The catheter part near the connector was trimmed and a new connector was used for connection.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of redt2758 showed no other similar product complaint(s) from this lot number.